Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6 (findings). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although foreign material was not identified in the returned device, it was confirmed that foreign material had exited the channel at the customer site. Upon further analysis, the material was identified as fibrin (blood clot). The cause for the material remaining in the channel could not be determined. No abnormalities were observed with the channel and it was confirmed that reprocessing was performed correctly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, presence of foreign material was not found. Other observations for the device are: insufficient angulation; distal end rubber coating (a-rubber) adhesive has crack and is cloudy; connector side has a crack; objective lens and light guide lens adhesive is peeling; distal end cover (c-cover) is discolored; and insertion tube ig coil has a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during reprocessing after a procedure, while the device was being removed from the automatic endoscopy reprocessor (aer) after completion of the reprocessing steps, a thread-like foreign material residue was observed in the cleaning tank. The foreign material had come out of the device during reprocessing. The device was reprocessed again and removed from service until sent for repair. Subsequently, the residue was sent to the hospital for analysis and found to be a blood clot (fibrin). The patient on whom this device had been used immediately prior to the reprocessing was not receiving any particular treatment for infection. There was no health hazard such as infection. The procedure was therapeutic, but the name is not known. Prior to use in that procedure, the device had passed inspection. There is no patient involvement in this event and no harm reported to any patient or person.